Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/ cramping for two days/constant low abdominal pain/ pain that has increasingly gotten worse') in a 33-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and pelvic pain. Before essure, plaintiff's menstrual periods were normal. Concurrent conditions included monitored anesthesia care sedation (plaintiff underwent the essure procedure under monitored anesthesia care (¿mac¿) anesthesia with local) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("extremely heavy menstruation/ blood clots/ heavy menstrual bleeding off and on/ heavy periods"). In 2015, the patient experienced arthralgia ("joint pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced folliculitis ("folliculitis") with rash papular and rash. In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cramps"). The patient was treated with sulfamethoxazole;trimethoprim (bactrim) and surgery (essure removal date:(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia and folliculitis outcome was unknown and the arthralgia and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, folliculitis and menorrhagia to be related to essure. The reporter commented: plaintiff had not experienced the reported combination of symptoms while not on birth control. At the time of the report she was seeking a physician who would remove bayer¿s device in order to address her symptoms. Both sides- 3 trailing coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: both fallopian tubes are occluded.. Ultrasound pelvis - on (B)(6) 2015: results: thickened endometrium.. Ultrasound scan vagina - on an unknown date: results: result not reported.. Diagnostic results: pathology report - (B)(6) 2015: tissue passed per vagina: hemorrhagic and necrotic decidua accompanied by organized blood clot. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/ cramping for two days/constant low abdominal pain/ pain that has increasingly gotten worse') in a 33-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and pelvic pain. Before essure, plaintiff's menstrual periods were normal. Concurrent conditions included monitored anesthesia care sedation (plaintiff underwent the essure procedure under monitored anesthesia care (¿mac¿) anesthesia with local) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced menorrhagia ("extremely heavy menstruation/ blood clots/ heavy menstrual bleeding off and on/ heavy periods"). In 2015, the patient experienced arthralgia ("joint pain") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced folliculitis ("folliculitis") with rash papular and rash. In (B)(6)2015, the patient experienced dysmenorrhoea ("menstrual cramps"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with sulfamethoxazole;trimethoprim (bactrim) and surgery (total vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, folliculitis and pelvic pain outcome was unknown and the arthralgia and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, folliculitis, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff had not experienced the reported combination of symptoms while not on birth control. At the time of the report she was seeking a physician who would remove bayer¿s device in order to address her symptoms. Both sides- 3 trailing coils visible discrepancy- date(s) of removal: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: both fallopian tubes are occluded.. Ultrasound pelvis - on (B)(6)2015: results: thickened endometrium.. Ultrasound scan vagina - on an unknown date: results: result not reported.. Diagnostic results: pathology report - (B)(6)2015: tissue passed per vagina: hemorrhagic and necrotic decidua accompanied by organized blood clot. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: lawyer was added. Pelvic pain was added as a event. Discrepant information was added in rcc tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/ cramping for two days/constant low abdominal pain/ pain that has increasingly gotten worse') in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and pelvic pain. Before essure, plaintiff's menstrual periods were normal. Concurrent conditions included monitored anesthesia care sedation (plaintiff underwent the essure procedure under monitored anesthesia care (¿mac¿) anesthesia with local) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("extremely heavy menstruation/ blood clots/ heavy menstrual bleeding off and on/ heavy periods"). In 2015, the patient experienced arthralgia ("joint pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced folliculitis ("folliculitis") with rash papular and rash. In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cramps"). The patient was treated with sulfamethoxazole;trimethoprim (bactrim) and surgery (essure removal date: (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, folliculitis and dysmenorrhoea outcome was unknown and the arthralgia and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, folliculitis and menorrhagia to be related to essure. The reporter commented: plaintiff had not experienced the reported combination of symptoms while not on birth control. At the time of the report she was seeking a physician who would remove bayer¿s device in order to address her symptoms. Both sides- 3 trailing coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: both fallopian tubes are occluded.. Ultrasound pelvis - on (B)(6) 2015: results: thickened endometrium.. Ultrasound scan vagina - on an unknown date: results: result not reported.. Diagnostic results: pathology report - (B)(6) 2015: tissue passed per vagina: hemorrhagic and necrotic decidua accompanied by organized blood clot. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: reporter added, event abdominal pain lower made intervention required due to surgery. Essure removal date added medical history added and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.